Event description:
It was reported that during a coronary stenting treatment procedure, crossing difficulties and a shaft break occurred. The 90% stenosed target lesion was located in mildly tortuous and calcified bifurcation of the circumflex (cx) and obtuse marginal (om). The physician was using a 7fr guide catheter along with a maverick2 balloon and the 4.00x8mm liberte bare monorail coronary stent delivery system (sds). The maverick2 balloon and the liberte bare sds were advanced to the lesion at the same time but both were unable to cross the lesion. The physician attempted to remove the liberte bare sds and the shaft broke at the end of the hypotube. The liberte bare sds was inside of the guide catheter when the shaft broke and both devices were successfully removed as a system. The procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "okay".